Manufacturer narrative:
The device was not yet received by the manufacturer and therefore, no test / inspection was possible.

Event description:
Customer service was contacted on (B)(6) 2020 by the customer. Customer stated that one rdl skull clamp was involved in an incident causing a slippage.